Event description:
Team members are reporting repeated issues with the "new" EKG stickers not staying affixed to the patients. Team members report having to use tape to secure the EKG stickers to the patients in order to be able to complete the ekgs.